Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use contains device malfunction as a potential event that may be associated with use of the product. Component malfunctions, such as sewing ring damage are recognizable risk factors of the device that may be related to procedural, post-operative management and outpatient care. It is important to follow IFU recommendations related to product inspection, management and related use. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the vad implant procedure, before coring, it was noted that one screw was not in the sewing ring. The surgical staff later found the screw in the pericardium and replaced it successfully. There was no reported injury to the patient.  No further information was provided.

Manufacturer narrative:
The sewing ring along with its accessories was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "the screw was not in the sewing ring. It was found in the pericardium" could not be confirmed since there is no evidence or supporting data provided. There is no evidence to suggest that a component malfunction caused or contributed to the reported event. Based on the available information, the most probable root cause of the reported event may be attributed to procedural factors such as over loosening the screw prior to implant. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received from the clinical specialist indicated that perfusion sent the pump into the field without testing the sewing ring first. This was reported to be the surgical team's first time assembling a pump, so it was passed on to the surgeon. The clinical specialist reported that she was present at the sterile table with perfusion during the wet test and attachment of the outflow graft. She did not recall seeing the sewing ring tested in the sterile field but inquired how it was tested. The surgeon indicated that he had tightened and loosened the screws of the sewing ring to test it; however, it was unclear if the screw had actually ever been loosened. The same screw that fell into the pericardium was recovered and replaced in the sewing ring. It was located quickly, resulting in minimal procedural delay. The patient was last reported to be doing well and progressing nicely. The clinical specialist re-trained the surgeon regarding the sewing ring and proper tightening and loosening of the screws. The clinical specialist also reported that it was possible that external factors (i.e. Patient anatomy, procedural factors, user error) may have also contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.